Event description:
It was reported that an ilet device¿s touchscreen cracked after it was accidentally struck against a desk, resulting in a nonresponsive display and inability to use the device; the device had been synced before shutdown. Symptoms included no injury and a reported blood glucose of 130 mg/dl. Outcomes included interruption of normal device use and the need for device replacement. Investigation included collection of user-reported details and review for physical damage. Investigation of this case revealed damage consistent with external mechanical impact to the touchscreen, affecting the screen component and rendering touch input inoperative. It was concluded, based on previously established findings for similar reports, that the cause was use-related accidental damage due to external impact.